Event description:
It was reported that during an acl procedure, the t2 anchor of the ultra fast-fix, could not be deployed. Backup device was available to complete the procedure. No delay and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found: ¿slide the gold trigger forward to advance the second implant (t2) into the ready position. It is normal to encounter resistance prior to achieving the ready position. A snap or click will be heard when the trigger is fully advanced, ensuring that the implant is fully seated at the end of the needle.¿ a visual inspection revealed that the device was not returned with the split cannula or the depth limiter. The manual actuator had been advanced and had pushed t2 into t1. T1 was either partially deployed or had been reinserted into the needle tip. T2 was just past the device dimple. There was some particulate debris on the device handle. A functional evaluation concluded that t1 and t2 could be sequentially deployed by applying light pressure behind the anchors. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.